Manufacturer narrative:
Device analysis report is attached. This report is submitted on 0ct 06, 2021.

Manufacturer narrative:
This report is submitted on june 10, 2021.

Event description:
Per the clinic the device was explanted on (B)(6) 2021, due to pain at implant site. The patient was reimplanted with another cochlear device during the same surgery.